Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was not performed by our field service engineer. According to received information the device failed pressure transducer test, flow transducer test and safety valve test during pre-use check. Moreover, the air gas module was contaminated by water. Repair was performed by third party service. The air gas module regulates the inspiratory gas flow and gas mixture. The water in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, as the most probable source of water in the air gas module is a contaminated air gas from the compressor mini. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to compressor mini connected to the ventilator.